Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the hospira field svc engineer. The ac power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the ground prong on the ac power cord plus was bent. The pump was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.